Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Ned

Event description:
It was reported that the customer's blood glucose (bg) level was 517 mg/dl and insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer was to revert to using insulin injections to manage diabetes for the night. Although multiple attempts were made to follow-up with the customer, no reply was received.